Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 172, 156, 155, 193 and 146 mg/dl. The customer¿s expected fasting blood glucose test result range is 80 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living/dining room area. The test strip lot manufacturer¿s expiration date is 06/27/2021 and test strips were opened three months ago. The meter memory was reviewed for previous test result history: (B)(6).